Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 300 (mg/dl) after receiving a steroid injection. Reportedly, customer was told by health care provider (hcp) that the steroid injections would increase their bg level and instructed them to set a temporary basal rate for treatment; however, the customer's hcp did not instruct them on what changes to make to the basal rate. Recommendation was made to contact hcp again to discuss the specific settings needed for the temporary basal rate. Customer declined further troubleshooting and indicated that they would call tandem technical support if further assistance was needed.